Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock was not connected to the infusion set tubing. The customer reconnected the luer lock connection and completed the load process successfully. There was no reported impact to the customer's blood glucose level.